Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack diaphragm. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which opening crack n on diaphragm valve . Based on the device analysis the final assessment is: - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.